Manufacturer narrative:
The affected device was analyzed by the hospital¿s biomed and dräger was informed about the result of the analysis. During the analysis the biomed identified a faulty power supply to be the root cause of the issue. The device was repaired by replacing the power supply. The log file and the replaced power supply were requested, but not available for further analysis. In case of a power supply failure and ongoing ventilation would stop and the user would be alerted to this condition by an audible power failure alarm according to iec 60601-1-8 for at least 2 minutes. During power failure an emergency-breathing valve would open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a device failure alarm during use. There was no patient injury reported.